Manufacturer narrative:
Additional information was received, which was not included in the initial report. The information has been provided with this report.

Event description:
The customer's mother called back on (B)(6) 2014, and reported she had resolved the issues with the insulin pump squirting out insulin. She had changed the reservoir from another lot and the insulin pump was working properly. She didn't give the customer's blood glucose level. Customer will call back to provide the reservoir information.

Event description:
It was reported the insulin was squirting out of the insulin pump. The displacement test passed. There was no error alarm. The alarm history could not be checked and manual priming could not be performed because the device was stuck in a loop. The customer has not gotten insulin so an attempt was made to stop the insulin flow with finger, but it did not work. The customer's blood glucose was 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime, displacement and basic occlusion test. No prime anomaly was noted. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)